Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 1 month due to thicken leaflets and severe symptomatic stenosis with mg 40mmhg. The patient presented with heart failure nyha iii. The tavr was successfully performed with a 23mm 9755rsl valve. The patient was taken to recovery in stable condition post procedure and discharged on pod #1. Per f/u with vcc, pre-op CT scan showed hypodense thickening of aortic leaflets. Per medical records, during the procedure perclose device malfunctioned, and vascular surgeon performed right femoral endarterectomy with bovine patch angioplasty post tavr.